Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one sc60 device was returned with no visual non-conformances and with a fully fired reload loaded on the device. In addition, several b-formed staples and a clip were received in a small bag. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Firing over hard objects can damage the device. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the knife worked as intended and the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, the knife did not return to the home position completely after the device was fired on the duodenum at the third firing with a blue cartridge. As the knife could not be returned with the manual release lever, the jaw was forcibly opened with a forceps and the device was released. Another sc60 was fired additionally and the case was completed. There were no adverse consequences to the patient. When the sales rep checked the device after the operation, the jaw could be opened by pulling up the manual release lever several times. Besides, it was found that a foreign matter seemed to be a clip was inside the jaws. The patient has an anamnesis, so the doctor suspected that the jaws might have clamped an existing clip. The device was used on the gastric body till the second firing with gold cartridges. Additional followup: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---no information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---3rd. If echelon, during which stroke did the event occur? ---after 3rd. What other color cartridges were used before and after this event? ---gold. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---there was a high possibility. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the force of opening was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---yes, the jaws was opened with a forceps.